Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter on the tube with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see section h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® lh 68 i.u. Plus blood collection tubes experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: according to the customer's feedback, there was a circle of white gel-like substance at the mouth of the tube after remove the cap, which caused the alarm of the instrument.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® lh 68 i.u. Plus blood collection tubes experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: according to the customer's feedback, there was a circle of white gel-like substance at the mouth of the tube after remove the cap, which caused the alarm of the instrument.